Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user was unable to twist a specific luer connector (lot e40814) onto the infusion set after pushing it onto the cartridge in the ilet, despite confirmed correct insertion and orientation, and that an alternate luer connector subsequently attached and locked without issue; a replacement box of luer connectors was provided. Symptoms included no adverse clinical effects. Outcomes included no impact on therapy beyond replacement of supplies. Investigation included user troubleshooting and product evaluation not possible due to disposal of the affected connector. Investigation of this case revealed that the issue was isolated to a single connector and could not be reproduced with another connector. It was concluded that the event was related to a device component compatibility or fit issue limited to one luer connector, with no patient harm. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.